Event description:
Drive medical was notified of an incident involving a quad cane by the device provider who reported the cane snapped in half while in use, resulting in the end user falling. As a result of the fall, the end user sustained a subdural hematoma and required hospitalization. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.